Event description:
"S/p b subgl infra 225:60cc heyer schulte bilumens for augmentation. Denies decrease in size (breasts are larger now) or h/o trauma/changed texture but has some local pain x 1 1/2 yrs. Pt c/o systemic probs x yrs including arthralgia (+ am stiffness)/myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, hot flashes, headaches, visual probs, dizziness, memory probs, dry mucus membranes, hair loss, sens sun/cold (+ raynaud's)/chem, cp, htn, weight gain, gi probs, easy bruising, and decreased libido. The pt thinks some sx's may be related to mva 1990 in which pt suffered a subdural hematoma, but no clear association can be made."